Event description:
The pt had a synchromed implantable infusion pump implanted in 1993 for treatment of non-malignant pain. The hcp reported that the pt had gained weight and the pump became difficult to access. The hcp has to make multiple passes to access the pump. In 1999 the pt presented with redness and swelling. The pt had the device explanted in 1999. The infection was at the site of the pump pocket and a culture was taken of the pump pocket on an unknown date. The culture was positive for staphylococcus aureus. The pt was treated with both oral and IV antibiotics and the infection was resolved.